Manufacturer narrative:
See manufacturer reports #3007566237-2011-05353; 3007566237-2011-05351.

Event description:
It was reported that 2 patients were hospitalized for device replacement due to fractured or failing leads. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).